Event description:
Per the clinic, the patient experienced chronic pain and lack of perceived benefit with device use. The patient is entering a clinical trial that requires a series of brain mris and decided to electively explant the device. The device was explanted on (B)(6) 2023, and there are no plans to re-implant the patient with a new cochlear device as of the date of this report.